Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced short of breath during an unknown process step. The patient was connected to the homechoice claria device at the time of the event. The patient presented to the hospital and were hospitalized for another indication. The fill volume was 1300 ml, the last fill volume was 700 ml, cycle 5, initial drain volume was 0 ml, last manual drain (lmd) was set to "no". Technical service (ts) explained to the patient to contact the pd nurse to discuss that the device may need to be reprogrammed to add a lmd, and the initial drain amount may need to be adjusted. The patient reported they would follow up with their pd nurse to discuss. The device was operational, and a swap was not necessary. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022. The device was not received for evaluation; therefore, a device analysis could not be completed. The event history log review showed the last manual drain option was set to no when the user had a programmed last fill volume of 700ml. Review of the most therapy revealed the patient accumulated approximately 476ml throughout therapy prior to the last fill. Per the homechoice claria apd system patient at-home guide, programming the last manual drain to no or programming the uf target for the last manual drain too low may result in an iipv situation due to an incomplete last drain. A device history review revealed no issues that could have caused or contributed to the reported issue. The probable cause of the reported issue was determined to be the programmed last manual drain option being set to no. The apd patient-at-home-guide warns patients of the importance of setting the I-drain alarm setting should have been set to at least 70% of the expected peritoneal fluid volume (1300ml). While, programming last manual drain to no, or programming the uf target for the last manual drain too low may result in iipv. This can cause an incomplete last drain. Should additional relevant information become available, a supplemental report will be submitted.